Event description:
Boston scientific crm received information in (B)(6) 2008 that this local sales representative contacted technical services to report that this implantable crt-d device was exhibiting a monitoring voltage of 2.62 volts at 30 months. The patient has an implantable transvenous unipolar lv lead with a programmed output of 3.0 volts at 1.0 ms. Boston scientific's technical services recommended a change to monthly follow-up. Subsequently, boston scientific crm received information that this device was electively explanted in (B)(6) 2010 due to normal battery depletion.

Manufacturer narrative:
Microscopic visual inspection identified no irregularities. All of the seal plugs were intact and all of the set screws operated normally. The device was put through and passed a series of automated diagnostic tests that verified the operation and functionality of the device. It was concluded that the device performed normally throughout laboratory testing and did not exhibit premature battery depletion.

Manufacturer narrative:
The device was returned to boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Manufacturer narrative:
Engineering calculations determined that this device did meet expected longevity. The device's life cell capacity and current drain were within normal variation. The device is currently undergoing operational and functional testing.